Manufacturer narrative:
(B)(4) other (strut fracture, chronic). Eval results: insufficient info to confirm the reported event. Restenosis of stented segments.

Event description:
It was reported that a driver otw coronary stent (details unk) was implanted in the rca of a pt in 2002; the lesion presented 70% stenosis. However, approximately 1 year post procedure, the pt presented with symptoms and during procedure it was confirmed that the relevant stent had fractured. Cine images identifying the reported stent fracture have not been received for eval.